Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery while the drill bit in question was attached to a jacobs chuck and checked whether they work properly. The drill bit broke. Operation staffs assume that there was a problem in the drill bit. Procedure was completed successfully without any delay. Concomitant device reported: unk - forceps: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part number: 03.130.102s; synthes lot number:f-30045. Manufacturing location:o selzach warehouse; release to warehouse date: 08.04.2020. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø1.1 l56/39 f/core hole tip of the device has broken off and the broken piece was also returned. No other issues were identified. The dimensional inspection was performed, and it is within the specification limit. The observed condition drill bit ø1.1 l56/39 f/core hole in the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed broken condition of the drill bit ø1.1 l56/39 f/core hole. While no definitive root cause could be determined, it is probable that the drill bit ø1.1 l56/39 f/core hole was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? The following drawing reflecting the current and manufacture revision was reviewed: drill bit for mini quick coupling. Dimensional inspection: shaft od near the tip = conform. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1.